Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date and device unique identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, the customer submitted a log file for review. Log file analysis completed by the manufacturer¿s technical services representative revealed odd voltages while the system was connected to a mobile power unit (mpu) on (B)(6) 2018 at approximately 5:25:45 am. The event may have been caused by the power cord of the mpu coming loose at the mpu or the wall outlet. During the event, the system controller¿s internal battery provided power to the pump as designed. No other unusual events were observed. There was no report of adverse impact to the patient due to the event. Additional information has been requested, but not provided.